Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states via phone call they were experiencing high blood glucose levels of 500 mg/dl. The customer is having trouble for the last past two weeks with high blood glucose. The customer only wanted information on settings. No further information given. Customer decline to trouble shoot for high blood glucose. The pump will not return for analysis.